Manufacturer narrative:
Unit p-cap or reservoir locked properly in place and passed displacement test and self test. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with corroded electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Customer stated that there was fluid in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.